Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was analyzed. Confirming the clinical observation, the eri battery status was activated on (B)(6) 2021. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a detection of the eri battery status on (B)(6) 2021. However, based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker switched into the safety backup mode on (B)(6) 2019 as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Furthermore, the data showed that the pacemaker was re-initialized on (B)(6) 2021. After re-initialization, confirming the clinical observation, the eri battery status was activated on (B)(6) 2021. In the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption. However, the eri battery status was anticipated. It was reported that the device has been explanted. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the device was not returned for analysis. There was no indication of a material or manufacturing problem.

Event description:
After an implantation period of approximately 48 months, it was reported that the device reached the eri status. The device will be replaced.